Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial#: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient's reason for explant was inadequate pain relief.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No device malfunction was suspected.